Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. Customer's blood glucose level was 147 mg/dl at the time of report. A new cartridge was successfully loaded to address the event.